Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open and weeping sores under the back-therapy electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed benadryl cream & triple ointment for the skin irritation and advised the patient to return the lifevest. Follow up indicated that the skin irritation improved.